Event description:
Pt admitted through ER with active respiratory distress. History or dilated cardio myopathy, chf, chronic pulmonary heart disease, bronchitis, and sinusitis. In cath lab pt had a marked elevated end-diastolic pressure necessitating the insertion of an intra-aortic balloon pump. Iabp screen went blank and pump shut off abruptly. This occurred after the pt's family member used their cell phone in the pt's room. Staff unable to resume iabp function. Switched with cath lab iabp. Three days later pt transferred to another institution for further care by their cardiac physicians.

Event description:
Add'l info rec'd from MFR in 04/29/2003: this product was not manufactured by bard access systems or any other division of cr bard, inc. It has been identified as a product from arrow international. Arrow has been notified and the med watch was faxed to their complaint dept.